Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced air embolism and st segment elevation. The faradrive steerable sheath and versacross connect was not used for transseptal access. The versacross fixed dilator was used for transseptal and pre-map. Upon switching for the faradrive sheath, flush was connected and determined to be dripping. After inserting the sheath and farawave pulsed field ablation catheter, ablation began. 46 applications were administered in the left pulmonary vein and posterior wall. When moving to the right veins, it was noticed that the patients blood pressure had dropped, and the facial color of the patient was blueish. It was discovered that the pressure bag used to flush the faradrive sheath had gone empty (around 40 min after being connected to flush). Therefore, based on the empty saline bag and the effects, it was determined that the patient had gotten air into the blood stream and additional action was needed from the medical staff. Interventions consisted of stat echo, performing CPR, artery contrast, impella and swan insertion, and a CT scan. The patient was stabilized and admitted into the intensive care unit. The patient received general anesthesia and was paralyzed for the procedure. The sheath was disposed and not expected to return. If was further reported that in the physician's opinion, the air ingress experienced in the procedure was not due to the faradrive sheath or the farawave catheter. The ingress occurred as the pressure bag connected to the faradrive sheath ran out of fluid and air was passed through the flush lines and the through the sheath. Additionally, when exchanging devices, the first device is removed with, then the port is opened for aspiration on the sheath, then closed. The next device is inserted to the handle, the sheath is then aspirated again as well as the flush lines and then the flow to the patient is turned on for the remainder of the time the farawave catheter is within the sheath. Therefore, the stopcock is generally turned off to the patient when devices are exchanged. The patient was released from the hospital on and is expected to make a full recovery with no lasting effects. Upon being discharge, the patient had slight facial drooping, but it was not expected to be lasting. Activated clot time (act) ran frequently to ensure that it is within hospital standard (believe to be approximately 350 seconds). It was uncertain what the act measurement was at the time the air was passed to the patient.